Manufacturer narrative:
The company rep evaluated the unit. Corrections included replacement of the tubing between the o2 filter and o2 sensor. The unit was tested to factory's specs. It functioned normally and was returned to use.

Event description:
The customer reported a loss of gas readings on the gas module ii. No pt injury was reported.